Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported the previously reported event regarding the device causing undesirable sensations throughout their body. The patient still had the therapy turned off and wanted to know if it could be removed. The patient stated they asked their physician who said no, and that the patient would "go to your grave" with the device in their body. The agent reviewed considerations regarding device removal and recommended the patient discussed with their implanting physician to weigh the risks versus benefits of removal.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that the doctor told them to turn the stimulation off for a week because they were having some shocks going through their body. The shocks started maybe a couple weeks ago. Walked caller through checking their settings and the therapy was on. Patient turned the therapy off. Patient would monitor symptoms for a week, and if they still have shocking they would have to go and see the doctor. Patient said it was tender to touch and sore in the area.